Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels up to 400 mg/dl.

Manufacturer narrative:
Correction - g1: manufacturing site name and email updated.